Event description:
It was reported that the remote transmission revealed that the right ventricular (rv) lead had ventricular tachycardia non-sustained episodes with t-wave oversensing (twos)post sense and one short interval count following twos possibly premature ventricular contractions (pvcs). Recommended monitoring the lead, reprogramming sensitivity and/or polarity, and defibrillation threshold testing (dft). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).